Manufacturer narrative:
Zimmer biomet complaint number cmp (B)(4) a1: patient identifier unknown / not provided a2: patient age and date of birth unknown / not provided a3: patient gender unknown / not provided a4: patient weight unknown / not provided b3: date of event unknown / not provided d6a. Placement date unknown / not provided d6b. Explantation date unknown / not provided g4: additional PMA/510(k) number ¿ k011028/k013227 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the implant was grabbed with insertion tool (handpiece), the implant was not attached to clear container, was not attached to the lack of transfer holder. And it caused it to fall on the ground. The procedure was completed using an implant they had in stock.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual and functional evaluation were performed. Product tested in-house, no malfunction detected. DHR review was completed for the subject lot number 1267843. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1267843 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused. However, a definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, device malfunction did not occur. No damage to the implant was identified. The mount disengaged and engaged without any issues. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.